Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that 2.01 and several dashes were displayed on the screen of his infusion device. He stated his battery had been in use for 3 weeks. He was advised to change the battery and his infusion device functioned properly. He was aware of the recall. No physiological effects were reported. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.